Manufacturer narrative:
Other, other text: a product sample was received for evaluation. Visual and functional testing were performed. The investigation confirmed the reported issue of air in line. Air detector was replaced, device calibrated and installed software. Device passed all functional and delivery tests. A device history record review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The root cause of the reported problem is unknown. Operator of device is unknown. No information provided till date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump exhibited bad air sensor, air in line error message. No patient injury was reported.